Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for a high out of range right ventricular (rv) shock impedance measurement for this implantable cardioverter defibrillator (ICD) was observed. This s-ICD remains in service. No adverse patient effects were reported.